Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. After multiple attempts to retrieve the complaint device, the product still has not been returned. Therefore, this complaint file is being closed as no physical evaluation can be conducted. Therefore, the reported complaint cannot be confirmed and a root cause for the reported device failure cannot be determined. If any additional information is obtained, this complaint will be re-opened to capture that information. A non-conformance search was performed and no non-conformances were identified for this part number 228151 with lot number l789904 combination per qlik search performed on 8/1/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl procedure two of their truespan meniscal repair systems peek 12 degree did not deploy the implants correctly. The sales rep stated that it was noticed that the white sheath covering of the needle was cracked on both devices. The sales rep confirmed that no debris fell in the patient's joint space. The surgeon removed the implants that were implanted with no issues. The procedure was completed by the surgeon performing a meniscectomy with no patient harm or surgical delay to the case. The devices will be returning for evaluation.